Event description:
Additional information was received from a healthcare provider (hcp). It was further clarified that being irritable was due to skin hypersensitivity. It was also confirmed that hte event logs indicated an unexpected stoppage and the patient was put on 60-80 mg of oral baclofen. A dye study was performed and the cause was unknown and was not resolved. Information was received from a healthcare professional (hcp) regarding a patient who was receiving gablofen [2000 mcg/ml] at a dose of 734.9 mcg/day via an implantable pump for intractable spasticity. It was reported on (B)(6) 2017 that last night g-21 the patient experienced increased extensor spasms and spasticity, being irritable, and hypertensive with pruritus but ¿no goose bumps.¿ it was indicated that the patient took ¿a fair amount of oral baclofen¿ with minor improvement although laying down did not help with the patient¿s symptoms. It was noted that the hcp was seeing the patient the morning of the report on (B)(6) 2017 and the event logs were accessed and reviewed, and they were normal per the hcp. It was also noted that (B)(6) 2017 was the last pump refill. The reservoir was accessed the date of the report with no reservoir volume discrepancies. An hour and a half before the report there was noticed improvement with the patient¿s symptoms. No further complications were reported.

Manufacturer narrative:
Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval conclusion code ¿ is being updated for this event regarding the pump and catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the patient¿s weight was (B)(6) pounds. In the healthcare provider¿s opinion, the kink resistant catheter had a higher probability of kinking than the older models (8709). It was further clarified that the complaint against this particular catheter and reason for replacement was that the patient was having intermittent symptoms. They did not do any leak testing or anything like that in the field, so there were no further allegations. The pump and catheter were returned for analysis. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving gablofen [2000 mcg/ml] at a dose of 734.9 mcg/day via an implantable pump for intractable spasticity. It was reported on (B)(6)2017 that last night g-21 the patient experienced increased extensor spasms and spasticity, being irritable, and hypertensive with pruritus but ¿no goose bumps.¿ it was indicated that the patient took ¿a fair amount of oral baclofen¿ with minor improvement although laying down did not help with the patient¿s symptoms. It was noted that the hcp was seeing the patient the morning of the report on (B)(6)2017 and the event logs were accessed and reviewed, and they were normal per the hcp. It was also noted that (B)(6)2017 was the last pump refill. The reservoir was accessed the date of the report with no reservoir volume discrepancies. An hour and a half before the report there was noticed improvement with the patient¿s symptoms. Additional information was received from a healthcare provider (hcp). It was further clarified that being irritable was due to skin hypersensitivity. It was also confirmed that the event logs had no unexpected stoppages and the patient was put on 60-80 mg of oral baclofen. A dye study was performed. The cause of the patient's symptoms was unknown and the symptoms had not been resolved. Additional information was received from a manufacturer's representative on 2017-oct-13. It was reported that the manufacturer's representative saw the hcp on wednesday, 2017-oct-11 and they had told the manufacturer's representative that the patient was still experiencing intermittent spasticity and that they were referring the patient for a consult. Additional information was received from a manufacturer's representative on 2017-dec-06. It was reported that the patient was on the schedule for (B)(6)2017 to have the pump and possibly the catheter replaced. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) on 2018-feb-09. It was reported that there was a baclofen pump evaluation. There were episodes of increased spasticity. The technique for the evaluation was reported as ¿under aseptic conditions, a non-coring needle was introduced into the reservoir of the left-sided baclofen pump under fluoroscopic guidance.¿ findings were reported as, ¿aspiration of 3 to 4 ml of cerebrospinal fluid was achieved. Subsequently, 3 to 4 ml of isovuc-m 200 contrast were introduced opacifying the back of pump reservoir and catheter. This appear to be intact. There was opacification of the thecal sac at the intradural tip of the catheter.¿ the impression was reported as, ¿no abnormality of the baclofen pump catheter was identified on the current examination.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Analysis of the pump on (B)(6)2018 revealed no anomaly. Analysis of the catheter on (B)(6)2018 revealed a user related kink in the catheter body. Analysis observed a kink on the proximal side of the anchor. The previously applied patient code (B)(4) was previously applied in error and had been removed. If information is provided in the future, a supplemental report will be issued.